Event description:
This lead was implanted on (B)(6) 2003 and is still in active use. Technical services recommended that this lead be considered for replacement. Patient is being scheduled for rv lead replacement. The physician is dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).